Event description:
It was reported that a patient underwent a 2-level vertebrectomy, augmented with high-dose rhbmp-2/acs. At the completion of the decompression in the anterior cervical vertebrectomy and fusions, the foramina were opened bilaterally, a cage was appropriately sized, cut, contoured, and packed with a combination of local bone and rhbmp-2. Additional rhbmp-2 was packed anterior and lateral to the cage. A cervical plate was then placed. Radiographs confirmed appropriate positioning of the plate and cage. Sometime postoperatively cage dislodgement occurred. The reporter indicated that the implant dislodgement did not appear to be related to the use of the rhbmp-2. There were no other complications associated with this patient. No other details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: shields et al. Adverse effects associated with high-dose recombinant human bone morphogenetic protein-2 use in anterior cervical spine fusion. Spine. 2006; 31: number 5, pp 542-547. Device was not returned to the manufacturer for evaluation. Without additional device information, a review of the device history records is not possible. We are therefore unable to determine the cause of the event.